Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's detachable battery cable and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and detachable battery cable. The power management board and detachable battery cable were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked solder on ferrite (e2). The detachable battery cable was evaluated and was found to operate to design specifications.